Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump over delivered 45 units without their input. The customer¿s blood glucose level was 40 mg/dl. No other details were provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis.